Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, active current test and self test. Successfully downloaded history files and traces using thus. The insulin pump failed the sleep current test due to moisture damage on pcba 1. The power management graph confirmed short battery life due to moisture damage on pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump's battery was draining fast. Customer reported low battery alarm. Insulin pump had received low battery alert prior to replace battery alert. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.